Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. Customer declined the troubleshooting for the high blood glucose. It was unknown that the customer was using auto mode or not. Customer also stated that the insulin delivery was not suspended. No product is expected to return for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p cap or reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion and force sensor test. (B)(4).